Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump passed basic occlusion test and displacement test. However, the pump was unable to prime unit during prime test due to faulty force sensor system. No faulty force sensor system alarms were noted. The drive support disk was inspected and no anomaly was noted. The pump was received missing endcap sticker, minor scratches on lcd window, and corroded battery tube. (B)(4).

Event description:
It was reported of a button error and compromised force sensor system alarm from the insulin pump.